Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The investigation was able to verify but not duplicate the alleged prime issue. Review of black box data found one loss of prime alert due to non-zero low force about a month after the complaint date. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force senor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump alerted for loss of prime with multiple cartridges from different boxes. The reporter was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.